Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of the material or root cause cannot be identified. The most probable cause of the remaining additional failures is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited chipped adhesive around the objective lens, chipped adhesive around the light guide lens, chipped adhesive around the z-block, the distal end has residual liquid and pinhole on ch-tube. There was no patient involvement.